Event description:
The lead was showing variable thresholds so it was removed. Telemetry data showed high lead impedance.

Manufacturer narrative:
The cracking of the outer polyurethane tubing proximal to the anode is the result of environmental stress cracking. This would not have contributed to the reported high impedance and capture anomalies.